Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire detached inside the patient. The target lesion was severely calcified and 70% stenosed. After the target lesion was treated with the oad and the device was removed, the guide wire was difficult to retract. A support catheter was inserted and it was noted that the tip of the guide wire had detached in the distal superficial femoral artery. The wire fragment was removed using a snare and the procedure was completed using balloon angioplasty. The patient was discharged in stable condition.

Manufacturer narrative:
The reported guide wire was returned for evaluation. Analysis of the returned guide wire found a fracture located at the proximal spring tip solder bond. Scanning electron microscopy (sem) was performed and found evidence of torsional stress on the fractured face of the wire. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the guide wire fracture could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).